Event description:
Clinical study. Same case as 6000089-2006-02153, 6000093-2006-02167. It was reported that 19 months after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention. Lesion 1 was a 2.5mm, 100% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and placement of a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. A dissection occurred. Lesion 2 was a 3.0mm, 100% stenosed portion of the distal right coronary artery (mid rca). The physician treated the lesion with the placement of two taxus express2 8.8% (3.00x20mm & 3.00x8mm) drug eluting stents in the target lesion with a 2mm overlap. Lesion 3 was a 2.5mm, 100% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and placement of a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion with a 2mm overlap of the previously placed stents. There were no complications. The patient was discharged the next day on plavix and aspirin. Nineteen months after the initial procedure, the patient required a tvr. The physician performed successful balloon angioplasty on the dist rca. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.